Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and their pump was not functioning on (B)(6) 2019 with blood glucose of 525 mg/dl. The customer's blood glucose was 500 mg/dl at the time of admit. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with insulin by intravenous. Customer get the insulin flow block alarm. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.